Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the ok keypad button was intermittently unresponsive and required hard presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation submitted 01/07/2013 follow-up # 1 - the pump was returned to animas and evaluated by product analysis on (B)(4) 2012: the keypad was found to be fully intact. The contrast, up, down and ok keys are responsive to user input .removed the keypad cover; contamination was present under the contrast, up and down key contacts. Unrelated to this complaint, observed a pinkish faded display screen upon powering up the pump. Removed the pump cover; replaced faded screen with a test screen and the test screen booted to the verify screen with a normal contrast.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.